Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ blood infusion sets experienced kinked tubing. The following information was provided by the initial reporter: tubing kinked. Had to be switched out to a new tubing. No patient harm reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing being damaged was received from the customer. A photo was provided for investigation. A kink in the tubing below the drip chamber can be seen in the photo. The customer complaint was confirmed. A device history record review could not be performed on model 2477-0007 because the lot number was invalid. Due to a physical sample not being received, a definitive root cause could not be determined. A probable root cause is improper coiling of the tubing during packaging. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.